Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that the customer had low blood glucose value. Customer's blood glucose value was in the range of 40mg/dl. Customer over bloused for late meal for 100 carbs. Troubleshooting was not completed because the customer was not available. Customer did not allege pump was over delivering. Insulin pump will not be returned for analysis.